Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed low amplitude noise on the rate sense channel and a small amount of noise on the shock channel. The noise is classified as ventricular fibrillation and pacing was inhibited for 5 seconds. The device was set at most sensitivity.